Manufacturer narrative:
(B)(4). Initial reporter: phone number: (B)(6). The device was received for evaluation. Visual inspection revealed white particulate matter floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were small translucent plastic particles in the reservoir of a small volume folfusor. This was noted before patient use. The device had been filled with 340 mg of vorina and 5125 mg of fluorouracil in sodium chloride. There was no patient involvement. No additional information is available.